Manufacturer narrative:
The device was not returned to the MFR for eval. A f/u report will be submitted if the product is returned, and if the investigation results require.

Event description:
It was reported that the drill heated up. It is unk if this event occurred during a surgical procedure. No pt or user injury was reported, and no other adverse consequences were alleged with this event. Attempts to obtain additional info have been unsuccessful.